Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The pt had a 2.5x24mm taxus express2 drug eluting stent (des) implanted in the distal portion of the proximal left circumflex artery (lcx). The physician had selected and attempted to advance a 2.5x12mm taxus express2 des to perform overlapping stenting, but was unable to cross the previously implanted taxus express2 des. After several attempts to cross the previously implanted taxus express2 des, the delivery sys of the 2.5x12mm taxus express2 des was removed, and it was noticed that the distal edge of the stent appeared "lifted". The procedure was successfully completed with a 3.0x8mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
.